Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 264 mg/dl. It was reported that the customer gave herself almost sixty units of insulin through accidental infusion. It was reported that the customer changed the reservoir of the insulin pump while connected to the insulin pump and delivered insulin inadvertently. It was reported that the customer was admitted to the hospital to make sure that the patient would be fine. No blood glucose levels were reported for the hospitalization. No additional information was provided.